Event description:
It was reported through remote transmission that intermittent ventricular undersensing was observed. No action was taken, and the patient will continue to be monitored at the current programming settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.